Manufacturer narrative:
The tech found the casters were out of adjustment. He adjusted the casters to repair the bed.

Event description:
Info received indicates the casters are not holding when in break.